Manufacturer narrative:
This concerns a medwatch report that was submitted through the medsun system by user facility. The event involved an amsco brand hermes ready 3085sp surgical table and a steris brand armboard. Steris was not notified at the time of the original event and did not inject the table or the armboard. The inspection was performed by the biomedical staff at the user faiclity. After several attempts for add'l info a response finally rec'd from the user facility. The serial number of the table was provided although the customer confirmed that this was a steris brand armboard (gravity latch), the facility did not provide the serial number of the armboard. Customer stated that its biomedical eval revealed that the cause of the event was not a defect in the armboard or the table, but the cause was loose standoffs on the x-ray tops that caused the instability in the armboard when attached to the table. Customer tightened standoffs to prevent a recurrent. There was no injury to pt or staff. As with all steris products users are advised in the operators manual to inspect the device(s) prior to use and if not in good working order not to use.